Event description:
It was reported that during the attempted implant of this right atrial (ra) lead difficulty was experienced keeping the lead in the appendage. Multiple repositioning attempts were made, however high out of range pacing impedance measurements were then observed. A new lead was able to be successfully implanted. No adverse patient effects were reported. Additional information provided indicates the device was lost by the health care facility, therefore, it is not expected to be returned for analysis.

Event description:
It was reported that during the attempted implant of this right atrial (ra) lead difficulty was experienced keeping the lead in the appendage. Multiple repositioning attempts were made, however high out of range pacing impedance measurements were then observed. A new lead was able to be successfully implanted. No adverse patient effects were reported. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.